Event description:
The explanted devices were received for analysis (B)(6) 2016. Analysis was completed for the returned lead on (B)(6) 2016. The report of lead fracture was not verified within the returned lead portion. Scanning electron microscopy images of the lead coils prior to the cut ends of the coils showed that pitting or electro-etching conditions have occurred on the surface of the wires. Also, the positive coil shows that three strands of the quadfilar coil were pitted to the point of break at this location. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant and was attempting to deliver current through an open electrical load through the leads. A portion of the lead including the electrode array was not returned for analysis, and evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis was completed for the returned generator (B)(6) 2016. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage was measured as 3.043 volts and shows an ifi=no condition. The downloaded generator data revealed that 14.342% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a patient was scheduled for lead revision but the reason was not provided. Later follow-up from the physician revealed that the lead was being replaced due to high impedance. The high impedance was observed by the physician on (B)(6) 2016. Full revision surgery occurred on (B)(6) 2016. It was reported that the electrode coils were also removed from the patient. The explanted devices have not been received to-date. No additional relevant information has been received to-date.